Event description:
It was reported that the patient presented with a small extrusion at the suretek wound. The patient was administered antibiotics and underwent a surgical revision that consisted of remodeling the wound . The patient was doing well post operatively.